Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when an attempt was made to detach the coil by manually breaking the wire where indicated, the coil did not detach. The coils were never actually placed into the patient. No patient symptoms or complications were associated with this event. It is unknown what condition the patient was undergoing surgery for treatment of, or what the patient's blood flow and vessel tortuosity were. It is unknown if the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). One manual detachment attempt was made. No detachments attempts were made using an instant detacher.